Manufacturer narrative:
Additional information added to d: suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farastar catheter connection cable was selected for use. During preparation, it was noted that the paper on the packaging did not tear along the glued edges and instead became torn down the middle upon opening. Because the cable is packaged inside this without a tray the end of the cable fell out and touched an unsterile part of the packaging. The cable was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farastar catheter connection cable was selected for use. During preparation, it was noted that the paper on the packaging did not tear along the glued edges and instead became torn down the middle upon opening. Because the cable is packaged inside this without a tray the end of the cable fell out and touched an unsterile part of the packaging. The cable was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.